Event description:
The consumer reported severe burns to her left breast from the heating pad. She stated she rolled onto the heating pad while sleeping and this is when the injury occurred. The instructions for use for this heating pad state not to use the heating pad in bed or while sleeping.